Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which patient experiencing sharp pain on the right breast after implantation. Patient reported sharp pain on the right breast on the left corner, burning and stinging and next day it was throbbing and is hurting all day and it also hurts underneath. The MRI examinations showed no deflation. The issue has not been confirmed by the physician. Health care professional stated that patient might have bilateral removal and replacement with different brand. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.